Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing a low blood glucose (bg) level of 27 (mg/dl). Customer consumed food and a glucose gel to stabilize bg levels; however, bg levels rose to 300 (mg/dl). Customer resumed insulin delivery with pump to treat elevated bg level and released from the emergency room.